Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 500 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, manual injection was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 500 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, manual injection was administered.

Manufacturer narrative:
The device was received deployed. The downloaded data shows the device completed first and second priming sequences and manage to operate until deactivation at pulse 706. The downloaded data does not show any timeouts or drive stalls during the pod's run. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could cause a needle mechanism failure. No other damages or defects were observed that would result in a needle mechanism failure.